Event description:
The pump was returned for investigation. Investigation revealed a dim and faded display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim and fading display. A test display was used for investigation and was found to function appropriately. The keypad was found to be peeling off, exposing all of the key contacts; the contrast contact was missing. The up arrow, down arrow, and ok keypad buttons responded properly. There was evidence of contamination found under all button contacts. Unrelated to the complaint, testing revealed a cracked battery compartment. (B)(6).